Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hematoma and a stenosis occurred. The lesion was pre-dilated with a non bsc 1.25x10mm balloon. The physician implanted a taxus express2 3.0x28mm drug eluting stent to the 100% stenosed lesion located in the noncalcified, severely tortuous, mid right coronary artery (rca). The physician attempted to cross the 100% stenosed lesion with two different guidewires. The ostium of the lesion was eventually crossed, but a dissection occurred. The physician then dilated again with a 1.25x10mm non bsc balloon at 12 atms nine times. The taxus stent was deployed at 11 atms. Ivus was performed and confirmed a hematoma at the dissection. It is the physician's opinion that the dissection was related to the wire and during crossing attempts the wire may have been inserted into a false lumen. Bayaspirin and plavix were prescribed two weeks prior to this procedure. No additional patient injuries or complications were reported. Nine days post procedure the patient presented with chest pain and angiography confirmed total stenosis of the previously placed taxus stent. An additional procedure will be performed for treatment, but has not yet been scheduled.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number of this complaint is unknown. A ship history performed identified no potential batches sold to this customer. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.